Event description:
As described by the local distributor: the pt suffered rectal cancer 10cm from the anal verge and had a surgery on march 4th with the creation of an ileostomy. (The car device was used to create the anastomosis). Bleeding happened five days later (on march 9th). During anal examination on march 13th, the surgeon found that the ring was almost away from the anastomotic area, very close to the anus. The surgeon took the ring out with the finger. The bleeding continued 10ml per day. A sale representative visited the surgeon on march 19 and was told that the pt was just bleeding, no fever reported. On march 22nd, a colonoscopy was performed and anastomotic leakage was confirmed. Sever peritonitis with serious adhesion were found and half of the anastomotic circle split, and the anastomotic area's upper colon turned hard. The pt suffered abdominal pain recently, and his ventilation disordered on the sixth postoperative day since march 22nd. After x-ray and colonoscopy, intestinal obstruction was indicated.

Manufacturer narrative:
This report is submitted on behalf of the manufacturer ((B) (4)) and the importer ((B) (4)). The production history files were reviewed and indicated that the device was released according to the product specifications. Due to the limited info on the pt condition and the procedure that could be received and the fact that the device was not available for eval, no further conclusion could be drawn. The surgeon described some minor bleeding postoperatively. Bleeding is a known and common complication of colorectal surgeries, yet less prominent with the car device due to its principles of operation (the compression mechanism and the resulted hemostasis), and thus may be related to the surgical procedure rather than to the device. Anastomotic leakage is one of the most common complications of colorectal surgeries with both staplers and compression anastomosis devices and the current cumulative leak rate found with the use of the car device is within the low range reported in the literature for anastomosis devices.